Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-03195. It was reported the patient never received effective stimulation for her bilateral foot pain. The patient is being referred for a drg trial.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-03195. Follow up information identified the patient underwent a drg trial on (B)(6) 2018 for the bilateral foot pain. Postoperatively, the patient received satisfactory coverage for the pain.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-03195 . Follow up information identified the drg leads were removed and the patient will not undergo a drg implant due to insufficient pain relief.